Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the field emitter fell during surgery and the cover case was broken. There was no reported delay to the procedure. There was no reported impact on the patient¿s outcome.